Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant, resulting in inappropriate therapy and loss of atrioventricular synchrony. The ra lead was inactivated and then explanted and replaced. No patient complications have been reported as a result of this event.